Manufacturer narrative:
Update information indicates that the device has been explanted and discarded. Explant date is currently unknown. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the device was not interrogable anymore. Device replacement is scheduled. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.